Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device. It was learned from implant patient registry that a model 3300tfx 27mm aortic valve was explanted after an implant duration of 6 years, 3 months due to severe aortic insufficiency. Per medical records, "examination of the valve revealed a perforation of the right coronary cusp" and presented with congestive heart failure. The device was replaced with a 3300tfx 25mm valve. The patient tolerated the procedure well and was transferred to the ICU in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned from implant patient registry that a 3300tfx 27mm aortic valve was explanted after an implant duration of 6 years and 3 months due to severe aortic insufficiency secondary to leaflet perforation. The patient presented with congestive heart failure. The explanted device was replaced with a 3300tfx 25mm valve. Per medical records, the patient is a s/p avr and aortic root replacement in 2016. He presented now with nyha class 2 congestive heart failure complaining from doe and exercise intolerance along with afib that started 2 years ago. The patient underwent avr utilizing a 25mm 3300 tfx valve and maze procedure with laa ligation for refractory afib. Post-bypass tee showed well-functioning bioprosthetic valve with no pvl, ai or as. Postoperatively, the patient was transferred to the ICU in stable condition. The procedure was complicated by severe adhesions from previous surgery and profound coagulopathy. The patient was discharged home on pod# 9.

Manufacturer narrative:
Updated section b5 per subsequent review of available information.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.